Event description:
Approximately two months post hvad implantation the patient reported to the hospital after experiencing dizziness and weakness. They were discharged later that day and followed up at clinic where the vad coordinator noted the patient to have one-sided facial droop. A CT scan of the head revealed a small stroke. The patient was readmitted to the hospital. On admission their blood pressure was within normal range. They were discharged home two days later with no residual neurological deficit. Investigation is ongoing.

Manufacturer narrative:
The product remains implanted in the patient, therefore it will not be returned. Additional information will be submitted within thirty (30) days of receipt. Device remains implanted

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was admitted due to facial droop. Upon admission, a CT scan was performed confirming a small stroke. The patient's symptoms quickly resolved and was discharged home. The device was not returned to the manufacturer for analysis as it remains implanted. Stroke is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.